Manufacturer narrative:
The insulin pump had a random blank display anomaly noted during testing due to a battery tube connector not properly plugged into interface circuit board. The functional testing could not be performed due to the random blank displays. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a corroded battery cap.

Event description:
It was reported that the customer received the off no power alarm on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer was using a brand new energizer aaa battery. The customer mentioned that there was a low battery alert in the history of the insulin pump as well. The customer stated that the insulin pump was not bumped or dropped. Advised that a replacement insulin pump would be sent. Asked customer to return their insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.